Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg. Site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the fiber body was noted to be broken upon removal from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned kinked approximately 36 cm from the distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureterscopy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the fiber body was noted to be broken upon removal from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.